Event description:
The recipient reportedly presented with pus at the implantation site 6 months post implantation. The recipient was prescribed medication and ointments. On (B)(6) 2020, an incision and drainage was performed due to post aural abscess and a suspected bacterial infection. On (B)(6) 2020 the recipient continued to have active discharge from the wound. On (B)(6) 2020, the recipient's discharge resolved. On (B)(6) 2020, the recipient underwent surgical intervention to help clear the bacterial infection and to ensure the skin flap was not infected. Slight migration and extrusion of the device was noted. The recipient resumed device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.